Event description:
A (B)(6) female admitted with diagnosis of thyroid carcinoma to undergo thyroidectomy. Ethicon harmonic shears used during procedure malfunctioned. Device kept fluctuating to standby mode as reported by staff, causing frustration. A second handpiece was required to finish the procedure. Of note, two other handpieces malfunctioned from same lot number earlier this day during another procedure. Ethicon rep (B)(6) notified as well as (B)(6), ref # (B)(4) was assigned. MFR contact: (B)(6).